Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial:(B)(4), batch: 7071901.

Event description:
It was reported that the patient has loss stimulation. X-ray was taken and showed right lead migration. The patient underwent right lead explant procedure and still has adequate relief from left lead.